Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii failed to deploy properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01078 and 2242352-2013-01213 for related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was extended outside of the delivery device tube; it remained anchored to the tension spring assembly. The delivery device tube was bent approx three quarters of an inch from the handle of the delivery device. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to deploy; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).